Manufacturer narrative:
The date of the event is unknown; however, the article was received for publication on july 17, 2025. Therefore, july 17, 2025, was used as the occurrence date. The device was used in off-label implantation, a transcatheter mitral valve replacement (tmvr) in valve-in-mitral annular calcification (vimac) by transseptal approach. As there are no specific IFU or training materials related to tmvr in native mitral (mac) procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tvr procedure include significant transcatheter heart valve oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve (all models) relies on valve calcium to securely anchor to the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In tvr patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedural factors (tamponade likely resulted from atrial wall injury during chest compressions, potentially exacerbated by contact between the calcified annulus and the metallic valve frames) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The instructions for use (IFU) list cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures) as a potential adverse event associated with the overall transcatheter valve replacement (tvr) procedure. An atrial septal defect (asd) is an opening in the wall that separates the right and left atria of the heart. These defects allow abnormal blood flow (shunting) between the atria. A large asd can lead to pulmonary overcirculation and overwork the right side of the heart, which, if left untreated, may result in pulmonary hypertension, congestive heart failure, irregular heart rhythms, and an increased risk of stroke. While most asds are congenital, some can be acquired later in life due to trauma, degenerative valve disease, or complications from cardiac procedures. One type of acquired asd can occur during procedures such as transcatheter aortic valve replacement (tavr), where trauma from displaced calcium or the valve may create a defect extending from the aortic annulus into the atrial septum. These trauma-induced asds may vary in size; small defects may be asymptomatic and go unnoticed, while larger ones may require closure with a septal occluder or, in rare cases, surgical repair. In contrast, an iatrogenic asd (iasd) is intentionally created during transseptal cardiac catheterization, a technique commonly used to access the left side of the heart from the venous system for diagnostic or therapeutic procedures, like tvr. This involves puncturing the atrial septum, resulting in a controlled and typically small defect. Most iasds close spontaneously within weeks to months. Persistent iasds are usually small and asymptomatic, requiring only routine monitoring. In rare cases, symptoms such as shortness of breath, palpitations, or neurological events occur, and may require closure with a device or surgical intervention. Following the tvr procedure, the decision to close the iasd or allow it to heal naturally is at the physician's discretion and is typically based on clinical and procedural factors such as the size of the iasd and the degree of shunting. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes patient screening, gaining transseptal access, handling during advancement, and atrial septostomy management during final procedure evaluation. According to the training manual, the use of a septal occluder may be considered to close the septal puncture if any of the following conditions are present: significant right-to-left or bidirectional shunting; a history of stroke with concomitant pacemaker leads; or a significant left-to-right shunt in the presence of severe right ventricular failure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (procedure was done via transseptal access and iasd was created) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference: tomai, f., de persio, g., celotto, r., migliaro, s., & salatino, t. (2025). Transcatheter mitral valve replacement in a complex mitral annular calcification anatomy. European heart journal-case reports, 9(12), ytaf629.

Event description:
Through review of medical article "transcatheter mitral valve replacement in a complex mitral annular calcification anatomy", corresponding author dr. Fabrizio tomai, the following event was identified as pertaining to an edwards device: the patient had underwent to a transcatheter mitral valve replacement (tmvr) in valve-in-mitral annular calcification (vimac) by transseptal approach using a 29mm sapien 3 ultra resilia valve. The vimac procedure was performed via right transfemoral venous access under continuous transesophageal echocardiography (tee) and fluoroscopic guidance. During valve alignment in the inferior vena cava, the patient developed hemodynamic instability culminating in pulseless electrical activity and circulatory arrest; so, emergent cardiopulmonary resuscitation was promptly initiated. Under continuous cardiac massage, it was decided to rapidly deploy the prosthesis in order to improve intracardiac hemodynamics; and, briefly after the successful implantation of the valve spontaneous circulation recovered. However, shortly thereafter, tee revealed a pericardial effusion causing cardiac tamponade and hemodynamic instability, requiring emergent pericardiocentesis of 400 ml of blood. The patient rapidly stabilized and the intervention was concluded. Following that, post-operative echocardiography in intensive care unit revealed a moderate anterior paravalvular leak, moderate lvot gradient (maximum gradient 25 mmhg), and a 4.5-mm iatrogenic atrial septal defect (asd) with a moderate left-to-right shunt with pulmonary-to- systemic blood flow ratio (qp/qs) of 1.3 with elevated pulmonary pressures (>55 mmhg). However, medical therapy aimed at careful fluid load, was not effective on the hemodynamic compensation, and 4 days later, the patient developed acute heart failure symptoms with further rise in pulmonary pressure. Therefore, a decision was made to perform asd closure, and a 10-mm amplatzer septal occluder was percutaneously implanted. The patient improved clinically and was discharged in stable condition. At 1-year follow-up, the patient was in good clinical and hemodynamic condition and echocardiography confirmed normal functioning of the bioprosthetic mitral valve, with unchanged moderate anterior paravalvular leak and lvot gradient. Per the authors, the perceived root cause of the cardiac arrest was an acute worsening of mitral regurgitation and systolic function after placement of two stiff guidewires in the left ventricle; tamponade likely resulted from atrial wall injury during chest compressions, potentially exacerbated by contact between the calcified annulus and the metallic valve frames.